Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the broken lock lever was user error. It is possible that external stress was applied to the lock lever of connecting tube, which broke the lever and made the tube unable to be connected. The user may have applied force toward the incorrect direction. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the endoscope reprocessor had a broken (maj-2113) connecting tube clamp. The maj-2113 could not properly connect to the channel connector in the reprocessing basin on the endoscope reprocessor. There was no report of patient harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
The subject device will not be returned to olympus for evaluation, due to being serviced in the field. An olympus endoscopy support specialist visited the user facility. The new endoscopy technician broke the lock lever clamp of the connector. The lock lever broke off the main body or the connector. The broken point on the connecting tube was at the beginning of the locking lever. There were no issues with the endoscope reprocessor. The event was a user error. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.